Manufacturer narrative:
Material was unintendedly omitted from the initial report. Corrected information is included in device 3 initial report.

Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2018-05479, reference MFR. Report# 1627487-2018-05926.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-05479. It was reported x-rays indicated the patient¿s l5 drg lead migrated. The patient underwent surgical intervention wherein one lead was explanted and replaced and an additional lead was added for improved coverage. Effective therapy was restored post-operatively.